Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set separated from the lowest y-site (clearlink) on the set. It was further reported that the set was being used as a main line for unspecified antibiotics. This was discovered during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph which revealed the tubing was separated from the y-site clearlink.  The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  Should additional relevant information become available, a supplemental report will be submitted.